Manufacturer narrative:
Section a4: the patient's weight was requested but never provided. Manufacturer's investigation conclusion: a fracture in the silicone of the driveline bend relief and tears in the silicone jacket were confirmed by an onsite abbott representative and through the submitted photos. A specific cause for the superficial driveline damage could not be conclusively determined through this evaluation. The patient was found to need a driveline clamshell repair on (B)(6) 2020. A driveline clamshell repair was performed by an abbott representative on (B)(6) 2021. The patient reported two additional small cuts to the driveline that were then repaired with rescue tape. The submitted driveline photos confirmed a driveline bend relief compromise with a fracture around the silicone approximately 0.5¿ from the metal of the controller connector. A superficial tear in the silicone jacket of the driveline was also confirmed approximately 0.5¿ from the terminus of the external driveline bend relief. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) document is currently available. Section 2 ¿system operations¿ of the IFU warns to not twist, kink, or sharply bend the driveline as this may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the lvas to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 12dec2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A driveline clamshell repair was performed by an abbott representative on 02mar2021. The patient reported two additional small cuts to the driveline that were then repaired with rescue tape.

Manufacturer narrative:
Missing information: patient weight. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is in need of a clamshell repair. A request was sent to technical services (ts) to ship a repair kit. It was additionally reported that the patient could not make it to the clinic for their clamshell repair the week of (B)(6) 2020. The rescheduled date of that appointment is not yet known.